Event description:
Following the procedure, the patient became aphasic. Angiography revealed distal embolization and thrombectomy was performed. The patient was diagnosed with an ischemic stroke. The patient is a (B) (6) female with a history of cerebrovascular disease, status post right cerebral hemisphere cerebrovascular accident in (B) (6) 2009 with residual left-sided weakness. On (B) (6) 2010, the patient was enrolled in the (B) (4) study and underwent stenting of a severe 90% stenosis in the proximal left internal carotid artery. The diameter is 6mm and the length of the lesion was 22mm. An angioguard distal protection device was placed across the lesion just below the petrous portion segment of the internal carotid artery. The lesion was pre-dilated with a 3mm apex balloon and an 8x30mm precise stent was placed at the lesion. There was a small distal area of the lesion which was not covered and an additional 8mmx20mm precise was placed overlapping the distal segment. Post-dilation was performed with a sterling balloon. Blood was aspirated from the filter and the filter was then removed. Excellent results were achieved. Following the procedure, the patient developed aphasia. The patient was brought back to the cath lab for an emergent left middle carotid artery angiography was performed with mechanical thrombectomy of the m3 segment of the left middle cerebral artery: angiography demonstrated occlusion of the m3 branch of the artery. Thrombectomy was performed with restoration of flow in the vessel and complete clearing of her neurological status. The patient remained in the hospital for an additional twenty-four hours, and was discharged two days post index procedure.

Manufacturer narrative:
Concomitant therapy: plavix, aspirin, simvastatin, heparin, clopidogrel. Concomitant devices: 3mm apex balloon, sterling balloon, xport catheter. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00271 and 9616099-2010-00272.

Event description:
The lay user/pt contacted lifescan alleging the meter displayed black and white lines when powered on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Information was received via the (B)(4) study that during a left internal carotid artery (ica) stenting the 8x30mm precise stent did not cover a small distal area of the lesion. Therefore an additional 8x20mm precise was placed. It was indicated that post procedure the patient became aphasic with angiography demonstrating thrombosis requiring endovascular revascularization by mechanical thrombectomy. The patient was diagnosed with an ischemic stroke. The (B)(4) female had a history of cerebrovascular disease, status post right cerebral hemisphere cerebrovascular accident nine months prior to enrollment in the (B)(4) study and stenting of the left ica. Additional medical history included clinical copd, and history of smoking (>5packs of cigarettes). Additional high risk criteria was indicated as total contralateral carotid occlusion. At baseline the patient had residual left-sided weakness with a document (B)(6) score of 18 and rankin score of 4. The index lesion was a severely calcified 90% stenosis in the proximal left internal carotid artery. The diameter of the 6mm and the length of the lesion was 22mm. An angioguard distal protection device was placed across the lesion just below the petrous portion segment of the internal carotid artery. The lesion was pre-dilated with a 3mm apex balloon and an 8x30mm with no documented resistance or dissection. Precise stent was placed at the lesion. There was a small distal area of the lesion which was not covered and an additional 8mmx20mm precise was placed overlapping the distal segment. No further information regarding the procedural factors related to the placement of the stent resulting in no covering the distal segment has been provided in response to investigative efforts. Post-dilation was performed with a sterling balloon. Blood was aspirated from the filter and the filter was then removed. The final target lesion percent diameter stenosis was indicated as 20 with report that excellent results were achieved. Following the procedure, the patient developed aphasia. The patient was brought back to the catheterization lab. An emergent left middle carotid artery angiography was performed with mechanical thrombectomy of the m3 segment of the left middle cerebral artery: angiography demonstrated occlusion of the m3 branch of the artery. Mechanical thrombectomy using a penumbra system was performed with restoration of flow in the vessel and complete clearing of her neurological status. One day post procedure the (B)(6) stroke scale score was 11 with a rankin score of 3. The patient remained in the hospital for an additional twenty-four hours, and was discharged two days post index procedure. Pre/post and discharge antiplatelet therapy included clopidogrel and aspirin. At thirty day follow-up (B)(6) 2010 the (B)(6) stroke score was 6 and (B)(6) score 3 with antiplatelet medications indicated as clopidogrel and aspirin. Thrombotic events and ischemic stroke are known potential adverse events associated with carotid artery stenting procedures as outlined in the instructions for use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Although no conclusion can be made, patient, pharmacological, and procedural factors may have contributed to the event. Based on the clinical information and the device history record review, there is no indication that the events are related to the device design or manufacturing process. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00271 and 9616099-2010-00272.